Event description:
It was reported that a (B)(6) male underwent a ring explant after an implant duration of approximately thirteen (13) years. Through follow up with the health care provider, it was learned that the reason for explant was due to regurgitation. Per the records obtained, there was near coaptation with a small central regurgitant orifice. "Because this showed severe mitral regurgitation under normal conditions, [the surgeon] felt that replacing the valve was obligatory." The ring was removed and the annulus was sized to a 25 mm carpentier-edwards perimount magna mitral ease pericardial bioprostheses. This was seated and tied down. The heart resumed a slow rhythm and it was possible to visualize a very small perivalvular leak near the area of the anterior leaflet. The patient was brought back on bypass and three sutures were placed along the valve. The patient was weaned from cardiopulmonary bypass and the cannulas were removed. Hemostasis was gradually achieved, the patient was noted to have tolerated the procedure well, and was transferred to the cardiac surgical intensive care unit in critical conditions. There were no complications.

Manufacturer narrative:
The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. If there is any allegation of device involvement or device malfunction, this will be reportable. The patient's operative report was reviewed and does not indicate any malfunction of the edwards annuloplasty ring. No further actions are possible with the available information.